Event description:
Physician began to remove a 7mm flat wound drain from a pt with a face lift. The entire drain hub and silicone drain were implanted under the skin. The tubing attached to the hub was used to pull the drain out, the tube detached from the hub and the wound drain.